Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was retracted and there was dried blood within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high impedance. Dried blood in the area surrounding the helix prevented direct testing of the helix mechanism. Susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known inherent risk of this product.

Event description:
It was reported that during the implant procedure, helix extension difficulty occurred with this right ventricular (rv) lead, and high impedance measurements of 2200 ohms were observed. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the procedure, helix extension difficulty occurred with this right ventricular (rv) lead and high impedance measurements were observed. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.